Event description:
While wearing the sound processor, the patient reportedly had no sound percept. In 2005, the patient was seen at the clinic for evaluation. Testing performed confirmed that the device was no longer functioning. The patient's c1 device was explanted.